Manufacturer narrative:
The device was received and evaluated. The distal tip of the soft cannula was observed to be damaged. Since the cannula was damaged, fluid was not able to pass through the fluid path and exit the distal tip of the soft cannula. The timing and cause of this damage could not be determined. It could not be determined if this affected the device's ability to deliver insulin. The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. The linkage assembly, seen through the top housing, was observed to be not fully retracted. Upon opening the device and removing the top housing, the linkage assembly was seen to move back into a fully retracted position. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing due to the misaligned linkage assembly. However, this did not have an effect on the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.